Event description:
It was reported that the patient experienced adhesive patch and cannula housing detached from spring prior to insertion which leads to high bg and treated with correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).